Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this lead in the right atrium, the helix would not extend. The helix was removed and exercised outside of the body and the helix still would not extend. A fracture was suspected towards the bottom of the lead body, however, was not confirmed through diagnostic imaging. The lead was attempted, but not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with the stylet inside, the helix was retracted and dried blood/tissue was present around the helix. Additionally, the crimp sleeve was noted to be migrated slightly distal. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.